Event description:
It was reported that the both fixation screws in the cervical interbody device backed out at unknown time post op. No revision surgery is reported at this time.

Manufacturer narrative:
(B) (4): a lateral cervical x-ray and a swimmer's lateral view are obtained showing previous c5/6 fusion (solid) and a cervical peek cage at c6/7. The screws appear to be placed flat less than 15 degree particularly at c6 which may have contributed to their backing out. Both screws appear to have backed out beyond nitinol ring. Anatomical interference with clavicle could have hampered screw trajectory and final position.